Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider reported the patient was getting an MRI for her lumbar spine, but the MRI was not related to the manufacturer's device or therapy. The MRI was for a fusion surgery done prior to implant that did not work. It was noted that the manufacturer's device was not working and that it had not been charged. There were no symptoms reported. Relevant medical history included non-malignant pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's stimulator didn't work and they hadn't used it in three years. The stimulator helped at first but stopped working sometime in 2015. They sat down ten times with a representative to try and adjust the ins but never quite got it to help them a lot and it stopped helping altogether. The patient was in the process of scheduling an ins explant sometime next month. No further complications reported.